Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with a history of noise causing inappropriate mode switches on the right atrial lead. The noise has been noted for several years. The device was reprogrammed. The patient was stable.